Manufacturer narrative:
The manufacturing batch lot was not provided; therefore, a review of the device history records relative to the material, assembly and inspection could not be performed. The device was not returned for analysis; therefore, no physical or visual analysis could be performed. In this case it was reported that the safari wire was inserted manually without using the insertion aid and after the wire was positioned in the left ventricle a kink was seen in the distal part of the wire. As noted in the warnings portion of the device instructions for use (dfu): exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation & the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. Based on the information received to date, a combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: safari wire was inserted manually without using the insertion aid. After positioning in the lv a kink was seen in the distal part of the wire. The safari was removed over a pigtail immediately. In a sudden moment after removal of the wire the blood pressure dropped. Echo showed a pericardial effusion. Since bleeding could not be stopped patient underwent surgery. Three days post procedure the following information was received: "last feedback from this evening: pericardial effusion is under control but further complications occurred." We found out seven days post procedure that the patient had died.